Manufacturer narrative:
Technical evaluation: the kinks in the proximal end are severe although it is unclear if these occurred during the incident or during return shipment for the evaluation. The twisting/compression damage is consistent with the malfunction described in the incident.

Event description:
Two neuron 070 kinked during an acom aneurysm case. Upon the withdrawal of the second neuron, the catheter fractured in half. This MDR is associated with MDR 3005168196-2010-00011.